Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The error code was presented as a result of foreign matter being stuck on the lens. Once cleaned, the error message went away. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera ii ultrasound gastrovideoscope experienced an e311 error during use. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ a definitive root cause could not be identified. However, based on the results of the investigation, it is believed that external forces applied through daily use or possible reprocessing caused the adhesive to peel/crack. Olympus will continue to monitor the field performance of this device.